Manufacturer narrative:
Internal file number - (B)(4). Device evaluated by MFR - it was previously reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: method codes: 4115 removed. The device was received and the reported inability to remove the lock line was confirmed via returned device analysis. The reported inability to remove the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. Given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stuck lock line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with pre-existing kyphoscoliosis causing the patient to be unable to lay totally supine on the table. During the clip deployment phase, as the lock line was being removed prior to releasing the clip, the lock line became stuck as it was partially removed after approximately 10 to 15 cm of lock line removal. This prevented the release of the mitraclip. Troubleshooting steps were performed, such as removing tension from the system and increasing the flush to the lock line, but the line would not move. Tension was administered to the remaining end of the lock line in order to re-open the clip and enabled the safe removal of the clip delivery system (cds). The procedure continued with a second cds and one mitraclip was implanted with a successful outcome for the patient reducing mr grade to 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no other incidents reported for mechanical jam from this lot. The investigation was unable to determine a conclusive cause for reported mechanical jam of inability to remove the lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.